Event description:
While placing the anvil into the stomach, the white tip with attached suture became dislodged from the anvil of the eea. The tip was removed. The anvil was located in the stomach and removed. Upon removal, the anvil was bent and would not work with the stapler, therefore, it was removed and another eea stapler was thrown to the sterile field. The procedure then continued normally after this was resolved.======================manufacturer response for stapler, surgical, dst series (per site reporter): they will pick up the device tomorrow.